Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 insulin pump has a partially blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.